Manufacturer narrative:
Clarification to (B)(6) 2020. A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "xen slider operation error" during implantation in right eye. No eye injury reported. Surgery was completed with a back up device.